Manufacturer narrative:
Product returned for analysis. The reported damage is confirmed. The specimen presents 10.45cm of the distal end of the core wire extending through the coil wraps approximately 13.10cm from the distal tip with indications of ductile, tensile overload. Dissection of the distal tip region reveals a fracture of the core wire approximately 0.35mm from the distal tip weld mass with indications of ductile tensile overload. The coil region distal of the core wire penetration presents extensive offset/overlapping/mis-aligned coil damage, resulting in localized oversized diameters to .04135". A review of the device history records indicates the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation it appears that procedural and/or clinical factors have impacted on the event as reported.

Event description:
Upon removal of the device, the inner wire lumen was protruding through the side of the outer coating. It was completed successfully. No patient complications as of this time. It wasn't discovered until the wire was removed. It was not noticed during the procedure. The physician feels strongly that this occurred with the removal of the lotus delivery system. There was no patient harm.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. It was reported that the device is not expected to be returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. A combination of patient and procedural factors appear to have caused or contributed to this incident. Should additional information be provided or the device returned for analysis, a follow-up medwatch report will be filed.